Manufacturer narrative:
(B)(4). D10: cat# 15-103203 lot# 500820, taperloc microp lat fmrl 9.0mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately eleven years post-implantation, the patient underwent a left hip revision due to metal related pathology and elevated metal ion levels. Exchange of the head was completed with no complications noted. A new taper, head, and bearing were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and review identified the following: patient was revised due to metal related pathology and elevated metal ion levels. Findings from the procedure: no signs of metal until in joint capsule, metal/motor oil appearing fluid in the joint and brown synovium, pristine trunnion-no corrosion. The femur was found to be well-fixed, the original head was removed from the stem. The acetabulum was found to be well-fixed and metal surface pristine so cup was left intact. The trunnion was exposed, cleaned, and a new dual mobility head was impacted. The hip was taken through rom and was stable with no tendency to dislocate. No complications. Patient stable. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately eleven years post-implantation, the patient underwent a left hip revision due to metal related pathology and elevated metal ion levels. Exchange of the head was completed with no complications noted. A new femoral sleeve, head, and bearing were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: h2. The following sections were corrected: b5. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.